Manufacturer narrative:
Additional evaluation of the complaint information indicates that the misidentification occurred during validation testing and not with clinical patient samples. This complaint is not MDR reportable; the previous MFR report #1119779-2023-00537 should be considered cancelled.

Event description:
It was reported that while using the bd phoenix¿ pmic/ID-107 that there was misidentification. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. 1. What result did the customer obtain from the bd product? Coagulase neg staph 2. What result was the customer expecting to obtain (if different from the obtained result) staph aureus. 3. Was this a qc, validation, or proficiency test? Validation/training. Customer is reporting mis-identification of sa as cons.

Event description:
It was reported that while using the bd phoenix¿ pmic/ID-107 that there was misidentification. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. 1. What result did the customer obtain from the bd product? Coagulase neg staph. 2. What result was the customer expecting to obtain (if different from the obtained result) staph aureus. 3. Was this a qc, validation, or proficiency test? Validation/training. Customer is reporting mis-identification of sa as cons.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.